Event description:
It was reported via repair work order that the left siderail would not latch upright due to a broken white spindle spacer the top rail being broken at the spindle mount flange. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.